Event description:
It was noted that after placing the stent, a second diagonal branch arising from the "stent area" resulted in a sub-occlusion. Several balloon dilations partially recovered the vessel. The day of the index procedure, it was noted that the pt experienced a lateral non q-wave myocardial infarction (mi) with elevated troponin levels. The mi was noted to be target vessel related. There was no evidence of stent thrombosis documented. A pt was initially enrolled in the registry in 2007 with 2-vessel disease. The main indication for this intervention was stable angina pectoris. The lesion initially treated was in the distal left anterior descending artery. The lesion was de novo, bifurcated, irregular and eccentric with angulations between 45 and 90 degrees. A 2.75 x 18 mm cypher select plus stent was electively implanted at 12 atm. The pt's baseline medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The pt's intra procedure medications included aspirin and clopidogrel. The pt's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.